Event description:
During a coronary stenting drug eluting treatment procedure, balloon withdrawal difficulty occured. While attempting to deploy the taxus express2 3.50x20mm drug eluting stent, the balloon stuck to the stent. The procedure was completed with this device. No pt complications were reported.